Event description:
Needle leaking near the hub.

Manufacturer narrative:
The complaint of leaks in the PICC tubing was confirmed and appeared user related. An attempt was made to flush the lumens of the catheter with water from a 12cc syringe. The white lumen was patent to infusion. The red lumen was occluded. A spraying leak emanated from a split just distal to the bifurcation when the red lumen was accessed. Tactile evaluation of the catheter revealed multiple areas of possible occlusions, as well as an area with necking, and another area which contained impressions. There are two longitudinal u-shaped splits visible on the catheter. One of the splits is found just distal to the bifurcation. It is approximately 0.1 inches long. The other split is found between the 12 and 13 cm depth markings and is less than 0.1 inches long. Microscopic evaluation (15-65x) of the splits revealed that the edges of the splits appear dull and granular. Both splits were entirely through the catheter wall. A vein pick was used to open up the splits. A white crystalline residue was found within the lumen of the catheter around the distal split. A vein pick was also used to open the 3-position valves. The white lumen's valve had blood residue within the lumen. The red lumen's valve contained an orange/red crystalline residue which possibly occluded the lumen. The damage found on the catheter tubing contains traits that are consistent with a burst secondary to over pressurization of the catheter. A proper flushing protocol must be maintained in order to reduce the risk of occlusion. The IFU contains suggested catheter maintenance, "for intermittent use, flush the catheter with saline once each week or after each use." The IFU also contains instructions for an occluded catheter, "catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate." A chr is not possible, as no manufacturing lot number information has been provided by the complainant.